Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl), 184 mg/dl, and 192 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, a level-one qc test was performed on the device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.